Event description:
It was reported that approximately eight years nine months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts detached. The device and the detached struts were removed percutaneously after an unsuccessful attempt. It was further reported that the detached strut retained in right lateral aspect of l3 vertebral body and the patient experienced back pain and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, patient was scheduled for filter retrieval. Cavogram showed infra renal bard filter with tip embedded and possibly penetrated along the left anterior wall. There was multifocal penetration into the retroperitoneum and adjacent vertebral body. The ivc gram also demonstrated that bard g2 ivc filter was at the l2 level with apex tilted towards the left. There was an old fractured filter leg fragment overlying the right lateral aspect of the l3 vertebral body. An amplatz wire was advanced into the ivc. The tract was serially dilated and a 16 french check-flo sheath was advanced into the ivc and an inferior venacavogram was performed. A wire loop was then formed through the filter apex using a 5 french omni flush catheter, exchange length glide wire, trans jugular set cannula and tri-lobed ensnare. Despite traction on the loop, the filter apex was too embedded to be freed. Therefore rigid forceps were inserted through the sheath in parallel to the wire loop and used to dissect around the filter apex. After grasping firmly onto the apex, the filter was folded onto the sheath. The sheath was advanced over the wire loop and rigid forceps to capture the filter. The embedded ivc filter was completely captured and successfully removed. Inspection of the filter showed 6 filter arms and 5.5 filter legs intact. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc, filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter migration.per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instructions for use: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters; movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU; perforation of other acute or chronic damage of the ivc wall; the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters; movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years nine months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.